Manufacturer narrative:
The low flow alarms occurring referenced in this section was reported under medwatch MFR. Report # 2916596-2017-02316. (B)(4). Approximate age of device ¿ 7 months. (Calculated from the date when the system controller was issued to the patient). The system controller is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2017, frequent low flow alarms were occurring and a system controller exchange was performed to rule out any external component causing the low flow alarms. During the exchange, the nurse experienced difficulty engaging the driveline into the backup system controller, and therefore connected back to the primary system controller. The nurse waited 5-10 minutes and successfully exchanged the primary system controller with the backup system controller. The patient was asymptomatic.

Manufacturer narrative:
Device evaluation: the reported event of difficulty connecting the driveline to the system controller was unable to be confirmed. The returned system controller was functionally tested and found to operate as intended during analysis. The returned system controller was connected to several test hmii pumps without issue each time. The log file showed that a driveline was connected on (B)(6)2017 at approximately 3:58pm and the system controller operated the pump at the set speed until the driveline was disconnected on (B)(6)2017. Although the reported event was not confirmed, similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being investigated through the corrective and preventative action process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.